Event description:
It was indicated that the patient had a total revision. There was lead impedance and the battery life was low so we revised the entire system. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v151684, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).